Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, upon implant of the implantable pulse generator (ipg) system, right atrial (ra) lead pin was loose in the header of the device. The physician elected to use a different ra lead which remains in use. No patient complications have been reported as a result of this event.